Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 66 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification. Customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing once to twice a day (fasting). The "s" button is not responding and unable to retrieve the results from the meter. The customer provided the results from the log book. The customer is storing the meter and test strips in the kitchen; customer informed of the proper storage recommended by the manufacturer.